Event description:
A surgeon submitted pt date for the centurion program. During an in-house review. It was noted that this pt experienced a decrease of 2 lines of bcva in the right eye at the 3-month post-operative visit.